Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for segmental fracture of shaft of femur with a nail. After screw fixation of the distal part of the nail, back slide was performed, and the proximal part of the nail was fixed by recon locking. The reamer was in question reamed just above the calcar, the reamer broke in the bone head and the tip remained in the bone head. Since it was difficult to remove it, tip of the reamer was left in the body at the discretion of the surgeon. Procedure was completed successfully within thirty (30) minutes delay. Surgeon commented that the cause of this event was his surgical error. This report is for one (1) reamer ø4.5/6.5 l450 f/hip scr f/expert. This is report 1 of 1 for complaint (B)(4).